Event description:
It was reported that after a gastric sleeve procedure on (B)(6) 2013, patient had an upper gi on (B)(6) 2013 and no leak was found. Patient later developed a high fever, vomiting, and was brought back to hospital on (B)(6) 2013. On (B)(6) 2013, the patient was re-operated on and during re-op, surgeon noted leak in staple line close to gi junction. Surgeon did not observe loose staples. Surgeon had used peristrips and green reload on original gastric sleeve procedure. No devices will be returned from original procedure as discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
The patient presented with vomiting and it was determined that a reoperation was required. There were no issues in initial procedure. A green cartridge along with strips were used at the site of the bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information unavailable.